Manufacturer narrative:
The subject devices were not returned to olympus medical systems corp. (Omsc) for evaluation as the facility discarded them. Olympus followed up the facility to obtain additional information and was informed that the facility reprocessed the (B)(4) with suction switchover lever attached, not following its manufacture's instruction. The distributer of olympus visited the facility and carried out a training for reprocessing in accordance with manufacture's instruction. This is report of two of two.

Event description:
Olympus was informed that the facility staff found brown liquid on the biopsy valve caps of the two subject devices when the facility opened the two vacuum sealed packs including subject device and gastrovideoscope gif-(B)(4) after reprocessing. It was also reported that when the brown liquid found, suction switchover levers of the subject devices were attached to the subject devices within the packs. The facility canceled the use of the subject device. The subject devices had been repeatedly reprocessed and used for number of patients. The subject patients are being examined as part of the incident investigation and the facility decided to dispose of the (B)(4) after use. The result of the patients examinations by the facility are not provided at present.